Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The tips broke inside the patient. All med watch submissions related to this report are: 9610612-2017-00555, 9610612-2017-00556.

Manufacturer narrative:
According to the evaluation there were no negative consequences for the patient. The manufacturing documents have been checked and found to be according to specification which was valid during the time of production. The root cause for the problem is most probably production related. A root cause analysis of instruments with similar error patterns has been performed and a lot specific issue in the handle has been identified. A CAPA has been started. Additional information: describe event and problem: al med watch submissions related to this report are: 9610612-2017-00554, 9610612-2017-00555, 9610612-2017-00556.

Event description:
Al med watch submissions related to this report are: 9610612-2017-00554, 9610612-2017-00555, 9610612-2017-00556.